Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, broken shell, part of the shell is missing, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. And also, identify a striated edge opening. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening. A striated edge broken on radius side assessed, as surgical damage.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced with non-allergan brand.